Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that sxpp2b202 barb suture less than sfx angiotech. Could you please elaborate further on the issue reported with these products? Please provide more details: ans: based on information received from the doctor at (B)(6) hospital, the doctor reported that the suture was used on the patient while the wound was being stitched. During the procedure, the thread retreated and did not lock. According to the doctor's observation, the incision line of the thread appeared shallow, and the size of the incision was smaller than usual compared to previous experiences. The doctor mentioned that they had previously used sxpd2b201. Please provide the source or name of person providing answers to follow-up questions: (B)(6) operating room room. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(6), device property of none, device in possession of none, (B)(6), device property of none, device in possession of none, (B)(6), device property of none, device in possession of none.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, surgeon complain sfx sxpp2b202 barb suture less than sfx angiotech. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device 103br7_sxpp2b202, batch number, and no non-conformances were identified. Expiration date: aug/31/2026 date of mfg.: sep/11/2024. A manufacturing record evaluation was performed for the finished device batch 1041j2, sxpp2b202- and no non-conformances were identified. Mfg. Date - 10/13/2024. Exp. Date - 09/30/2026. A manufacturing record evaluation was performed for the finished device batch 103br9, sxpp2b202 and no non-conformances were identified. Mfg. Date - 09/11/2024. Exp. Date - 08/31/2026. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with ten unopened samples that pertains to product code sxpp2b202 lot 103br7was received for analysis. This product code is double armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Two unopened samples that pertained to product code sxpp2b202 lot 103br9 were received for analysis. This product code is double armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve unopened samples that pertained to product code sxpp2b202 lot 1041j2 were received for analysis. This product code is double armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.